Manufacturer narrative:
Water leak was performed on retained samples, that was from the same lot number. Results were within the specification requirements. No defeats were found.

Event description:
Glove breached during surgery. Doctor was double gloved and just had to change top glove.